Event description:
Clips used to secure leads to stomach got stuck during temp stim lead removal and are lodged in the patient's nasal cavity requiring an extra special surgery now to have that fixed. Patient was unhappy with off-label use of the device and had issues with device removal process (which was successfully completed). No further action to be taken.